Manufacturer narrative:
(B)(4). The device was above eri upon receipt.

Event description:
It was reported that the device was explanted due to erosion. The patient was implanted with a new device few days later. No additional information was available.